Event description:
In 2009, this patient suffering acute subdural hematoma and was treated with cerebral decompression surgery using gore preclude dura substitute. At about 33 days later, cranioplasty with ceramic cranial bone (johnson & johnson bioplate system) was performed. A few days later, CT images revealed an area of enlarging contrast between the layers of the gore preclude dura substitute and the ceramic cranial bone. The contrast area enlarged gradually and, although the patient was asymptomatic, another craniotomy was performed at approximately 24 days later. The space became filled with a gelatin-like yellow-red tissue (no spinal fluid). After cleaning the gelatin-like tissue, the physician then attached the gore preclude dura substitute membrane to the ceramic cranial bone using a tenting technique. The tissue was sent for pathological examination and was determined to be an abscess. Four hours later, the patient developed a cerebral hernia. In the next day, the patient expired due to the cerebral hernia.

Manufacturer narrative:
Method: gore requested pathology report and operative notes from the hospital, but was unable to obtain any further information. Results: additional information was not able to be obtained; therefore, an investigation was not able to be conducted. Conclusions: additional information was requested from the complainant in order to conduct an investigation into the reported event. Information was not able to be obtained; therefore, an investigation was not able to be conducted.